Manufacturer narrative:
Investigation of the database by a siemens global product support specialist, revealed that although the two letter flag is not transmitted to the host, the results are transmitted with an asterisk (*) flag. Any results flagged with an asterisk require further investigation before reporting to a physician. The instrument is performing within specification. Further evaluation of the device is not required.

Event description:
The customer noticed that on an advia 2120i with daa autosampler some flags are not transmitted to the laboratory information system (lis) when the samples were automatically rerun. There are no known reports of patient intervention or adverse health consequences due to the flags not being transmitted.

Manufacturer narrative:
(B)(4):siemens software engineers determined the cause of event was improper configuration of centralink: centralink was configured to order test 250 for a rerun. This generated an error in the advia 2120i message log that was ignored. The engineers reconfigured the centralink not to send test 250 for a rerun.the instrument is performing within specifications. Further evaluation of the device is not required.